Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power up a monitor) has been confirmed. Upon investigation the battery pack was unable to power up a monitor. The cause for this failure was isolated to a contaminated battery pca board and cells. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery pack.